Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) and reported a system error 2240 (air in line) alarm that appeared on the homechoice (hc) during use. Product surveillance spoke with the home patient's (hp) wife on (B)(4) 2011 regarding the reported alarm. The hp's wife stated that she notified her nurse and did everything she was advised. They were not aware of how air may have gotten into the line. No product defects were observed. The hp's wife stated the hp did not do therapy after the alarm because he had a kidney transplant the very next day. No patient injury or medical intervention was reported.